Manufacturer narrative:
Follow-up information from 18-apr-2016: quality-safety evaluation of ptc. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, her confirmation test showed right tube was not occluded. The physician did a salpingectomy; the device was not able to be located. This event, interpreted as device dislocation, is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of the event is not known; given its nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. Follow-up information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 21-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Patient had her 3 month conformation test, and her right tube was not occluded. The health care professional performed a salpingectomy and the device was not able to be located. The patient was asymptomatic. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, her confirmation test showed right tube was not occluded. The physician did a salpingectomy; the device was not able to be located. This event, interpreted as device dislocation, is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of the event is not known; given its nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up information received on 16-jun-2016: follow-up attempts with no response to date - essure hcp uterine tubal perforation questionnaire was not provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Three months later, her confirmation test showed right tube was not occluded. The physician did a salpingectomy; the device was not able to be located. This event, interpreted as device dislocation, is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of the event is not known; given its nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.